Event description:
It was reported that approximately two months post implant the patient presented to the hospital for treatment of a wound at the implant site that would not heal. Three months later the implantable pulse generator (ipg) was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).